Manufacturer narrative:
The reported event of a no power audible alarm failure on the returned controller, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a no power audible alarm failure when the controller was disconnected from all external power sources. The charging circuit for the controller's internal battery was evaluated and shown to be functional. The internal battery which drives the no sound alarm was replaced with another unit. The controller was disconnected from its external power sources and the following no power alarm met specification for duration. The most likely root cause of the no power audible alarm failure can be attributed to a faulty internal battery. Heartware has opened an internal investigation to evaluate no power audible alarm failures. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the controller malfunctioned during the software maintenance release (smr) update. The "internal battery did not sound". The controller was exchanged with no effect on the patient. No further information was provided.